Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2332730. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported the bd insulin syringe with the bd ultra-fine¿ needle scale markings are not consistant. The following was received by the initial: consumer reported the "scale markings" are not consistant. Stated, the first line starts in different areas on the barrel stated, she is not able to use syringes she finds with that issue because she is concerned about how much medication she is drawing up.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 24jan2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported the bd insulin syringe with the bd ultra-fine¿ needle scale markings are not consistent. The following was received by the initial: consumer reported the "scale markings" are not consistent. Stated, the first line starts in different areas on the barrel stated, she is not able to use syringes she finds with that issue because she is concerned about how much medication she is drawing up.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd insulin syringe with the bd ultra-fine¿ needle scale markings are not consistant. The following was received by the initial: consumer reported the "scale markings" are not consistant. Stated, the first line starts in different areas on the barrel stated, she is not able to use syringes she finds with that issue because she is concerned about how much medication she is drawing up.